Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having no delivery alarms on the insulin pump due to the tubing being kinked. Trough troubleshooting it was noted that the alarm may have been related to a site or set occlusion. Customer's blood glucose reading at the time of the call was 373 mg/dl and has treated with the insulin pump. It was also noted that the customer did not enter his carbs correctly when inputting the blood glucose readings. Customer stated that instead of putting in 72 he put in 9 carbs. No further information reported.